Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-00787 references patient 1 regarding paravalvular leak. Please reference related manufacturer report no: 2015691-2019-00790 references patient 2 regarding paravalvular leak. Please reference related manufacturer report no: (B)(4) references patient 3 regarding paravalvular leak. Please reference related manufacturer report no: 2015691-2019-00792 references patient 4 regarding paravalvular leak. Please reference related manufacturer report no: 2015691-2019-00794 references patient 5 regarding paravalvular leak.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is three of five manufacturer reports being submitted for this case.  This report references patient 3 regarding paravalvular leak. Reference article: al-hijji, mohammed a., abdallah el sabbagh, mayra e. Guerrero, charanjit s. Rihal, and mackram f. Eleid. "Paravalvular leak repair after balloon-expandable transcatheter mitral valve implantation in mitral annular calcification: early experience and lessons learned." Catheterization and cardiovascular interventions (2019). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Investigation results suggest/indicate the cause of the paravalvular leak could not be determined. However, the mechanisms described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article "paravalvular leak repair after balloon-expandable transcatheter mitral valve implantation in mitral annular calcification: early experience and lessons learned" the following events were observed: patient 1: approximately 15 days post implantation of a sapien 3 valve in the mitral position via direct transatrial approach, severe paravalvular leak (pvl) was observed. Transfemoral transseptal antegrade approach and amplatz vascular plug (avp)-ii occluders was utilized.  Patient 2: approximately 90 days post implantation of a sapien 3 valve in the mitral position via direct transatrial approach, severe paravalvular leak (pvl) was observed. Transfemoral transseptal antegrade approach and amplatz vascular plug (avp)-ii occluders was utilized. Patient 3: approximately 51 days post implantation of a sapien 3 valve in the mitral position via direct transatrial approach, severe paravalvular leak (pvl) was observed. Transfemoral transseptal antegrade approach and amplatz vascular plug (avp)-ii occluders was utilized. Patient 4: approximately 110 days post implantation of a sapien 3 valve in the mitral position via direct transatrial approach, severe paravalvular leak (pvl) was observed. Transfemoral transseptal antegrade approach and amplatz vascular plug (avp)-ii occluders was utilized. Patient 5: approximately 0 days post implantation of a sapien 3 valve in the mitral position via direct transatrial approach, severe paravalvular leak (pvl) was observed. Transfemoral transseptal antegrade approach and amplatz vascular plug (avp)-ii occluders was utilized.